Manufacturer narrative:
Availgn-nemcomed manufactured the oracle slap hammer pn 03.809.972, lot 6678491. Due to an unknown cause, the slide is stuck to the shaft. The material of the head, shaft and slide was determined to be within specification. The hardness of the shaft was also within specification. The instrument conformed to dimensional specifications at the time of manufacturing. The diameter of the shaft was confirmed to be within specification. Based on the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the handle of the hammer was stuck while hammering. The cause of the problem is unclear. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Avalign technologies manufactured the oracle slap hammer, p/n 03.809.972, and lot number 6638494. The suppliers certificate of compliance (dated june 3, 2011) indicates the parts were manufactured to p/n 03.809.972, revision b and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns027776, revision b (completed june 7, 2011). There were no mrrs, ncrs, or complaint related issues with this complaint. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.